Event description:
In 2008, a clinical incident involving a super turbovac arthrowand was reported to arthrocare corporation. During a shoulder arthroscopy procedure, a pt sustained a burn. Following the procedure, the pt returned to the emergency room for treatment of burn. It was reported the saline was dripping out of the suction tubing that was not hooked up.

Manufacturer narrative:
The wand is not available for investigation, and the lot number was not known, therefore, a complete investigation could not be performed. It was reported the patient's burn resulted from the saline dripping onto the patient's arm. The instructions for use instructs the user to attach the suction line to hosp vacuum equipment, and warns the user that failure to attach the suction, adapter can result in thermal injury to physician or pt.